Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device motor seized, jammed and moved heavy. It was also observed that the motor was not working and the bearings were rusted. It was also observed that the motor was running very rough which caused a low power output and the gear needle bearings were worn. It was further determined that the device failed the following pre-tests: check for excessive noise, check power with test stand and check the starting behavior. It was noted in the service order that the device was not working properly and was making noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.